Event description:
It was reported upon incoming inspection, the packaging seal was found open. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). One sample of product code 237111 , lot 09f2206023 , was received for evaluation in the original packaging. Close examination of the sealed edge noted that the plastic has separated along the seam line. The opening in the seam is not large enough for the instrument to be removed and all the paperwork was present in the packaging. No confirmed complaints were received in this range with the same issue. There were no issues found pertaining to incoming inspection, stock checks, and product returns. This is considered to be an isolated incident. This is a non-sterile product with no requirements for an airtight seal. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported upon incoming inspection, the packaging seal was found open. No patient involvement.